Event description:
Procedure: colectomy. According to the reporter: when they went to use the stapler, it misfired with the reload. They had to perform an enterotomy of cecum, and it damaged the bowel. Suturing was required to correct the problem. Unknown if there was any blood loss or extension of operating time. No reinforcement material was used.

Manufacturer narrative:
(B)(4).